Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value was not known. Reportedly, the customer lost consciousness and cannot recall all details due to bg level. It is not known how customer treated the low bg level. Suspected cause was due to the customer's personal profile requiring adjustments. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.